Manufacturer narrative:
Event date inaccurate, only month/year are valid. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient was told to call the manufacturer for a replacement recharger because they were having trouble charging their implant. The last time they were able to successfully charge their device was a couple of weeks ago. They saw a reposition antenna screen on their recharger. The patient was unable to communicate with their external device. They reported their patient programmer screen being blank. After replacing their batteries, the patient programmer was able to turn on. The patient reported poor communication on the patient programmer. The patient was advised to follow up with their healthcare professional with regards to a possible overdischarge. No symptoms or further complications reported.